Event description:
The part where the syringe attaches to chemo-pin cracks when pulling the drug from the vial. This causes chemotherapeutic drugs to leak out. This has happened on 3 separate occasions to 3 different pharmacists. (*)